Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). Healthcare provider reported they had patients with neurostimulators and everything goes out the door once they elicit rf for ablation.